Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic esophagectomy, the device was able to fire, however the staple line was incomplete in the proximal part. Another reload was used to resolve the issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of device. A visual inspection of the returned photos noted that staple pushers can be seen at the proximal end of the reloads cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.